Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported the ins b attery died a long time ago and they hadn't been able to keep up with charging schedule and they never had the implant taken out. Agent asked, patient confirmed the death of ins was not due to regular battery depletion. Patient stated they never got a chance to charge the implant because they worked all the time helping people because they had cancer, so they just never ended up charging the ins frequently enough. Agent asked when the charge frequency became and issue and they said maybe 6 or 7 years ago. Agent documented reported information.